Manufacturer narrative:
Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the s5 control panel mast roller pump 85. The incident occurred in (B)(6). (B)(4). Sorin group (B)(4) received a report that a the display of the s5 control panel mast roller pump 85 experienced an issue after the operation was completed. The main power and the panel power were turned off and on, however the control panel power would no longer turn on. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that a the display of the s5 control panel mast roller pump 85 experienced an issue after the operation was completed. The main power and the panel power were turned off and on, however the control panel power would no longer turn on. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 control panel mast roller pump 85. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the display of the s5 control panel mast roller pump 85 experienced an issue after the operation was completed. The main power and the panel power were turned off and on, however the control panel power would no longer turn on. There was no report of patient injury. The device was returned to sorin group (B)(4) for evaluation. The unit was connected to the s5 test bench and booting could not be performed. The panel was opened and the internal components were inspected. The inspection identified bad soldering points on the graphics controller board. A readout analysis was performed, which confirmed multiple graphics controller failures. The component was resoldered and a subsequent test run did not identify any further issues. The board was replaced as a precaution and the device was returned to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.